Manufacturer narrative:
No complaint was received with the return of the lead. A complete lead was returned in two pieces. Failure event observed during analysis. Final analysis found, by visual inspection of the lead, an internal insulation abrasion breaching the right ventricular cable lumen in between the shock coils. The ethylene tetrafluoroethylene(etfe) cable coating was not abraded in this location.

Event description:
This report is to advise of an event observed during analysis.